Event description:
The customer reported that the device froze during shift (morning) check and displayed 'cycle power' with error code 10004.

Manufacturer narrative:
The customer reported that the device froze during shift (morning) check and displayed 'cycle power' with error code 10004. The device was evaluated at phillips, and the symptom was confirmed. Replacing the control pca resolved the issue.